Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The investigation of the customer issue included a review of complaint text, a search for similar complaints, and a review of labeling. The complaint is associated with a discrepant sodium result for the same sample on architect (B)(4). No additional troubleshooting was performed by the customer prior to repeating the sample. The customer had previously observed an aspiration error. The customer replaced and calibrated all 3 probes (sample probe list number 01g48-04 and reagent probes list number 09d48-02). The customer informed the abbott support specialist that replacing the probes resolved the issue. A review of service tickets for (B)(4) revealed no additional elevated or discrepant results. A review of historical data (for the reagent probe list number 09d48-02 and the sample probe list number 01g48-04) and clinical chemistry product monitoring revealed no systemic issue or trends associated with the issue described in this complaint. The architect system operations manual provides adequate information, troubleshooting, and maintenance concerning erratic/ discrepant results. Based on the available information, a deficiency of the system was not identified. There is no evidence to reasonably suggest a malfunction occurred for the reagent probe list number 09d48-02 or the sample probe list number 01g48-04. The issue was resolved by the customer through standard troubleshooting procedures and therefore no further action is required.

Event description:
The customer stated that the architect analyzer generated a falsely elevated sodium (na) result on one patient. The initial result = 163 / repeat 141 (normal range 135-146mmol/l). There was no additional patient information provided.